Event description:
During a thoracoscopy procedure, the cartridge and the anvil fell into the pt's cavity. The surgeon retrieved the components. No pt injury was reported.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.